Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the programmer exhibited a touch screen anomaly while doing a capture threshold test on a pacer dependent patient. The threshold test did not end appropriately and the patient experienced near syncope and almost fainted.